Event description:
It was further reported that the patient was seen in follow up. It was confirmed that the implantable cardioverter defibrillator (ICD) is working within normal limits.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor displayed a diagnostic code 3230 indicating the reader was off the monitor base, had powered down, had no battery life remaining, or was out of range of the monitor. The patient reported that the device was not working, they had to the emergency room as they couldn't transmit, and they preferred to call back later for troubleshooting as they were not at home at the time. Troubleshooting was not performed, and the resolution was pending the patient's call back when at home. The defibrillation device remains in use. No patient complications have been reported as a result of this event.